Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported during an unknown surgical procedure on (B)(6) 2017, it was noted that two (2) separate stardrive screwdriver shafts are worn and will not hold the screws. Procedure was delayed an unspecified amount of time. No further information is available. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 2 for (B)(4).